Manufacturer narrative:
Other device listed in this report: cat # 6570-0-036, lot # unk, description: delta v-40 ceramic head 36/-5. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Head poly swap for infection.